Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a restricted posterior, a flail, and a pre-existing chordal rupture. An xtw clip was inserted and leaflets were grasped. During the removal of the lock line (ll), it was noted that the ll was unable to be removed as there was a knot on the ll. Therefore, the physician decided to remove and replace the clip. One clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and knot on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the reported inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.